Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor siltex round moderate profile 350cc saline breast implant, catalog # 3542655, sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 350cc and experienced deflation on the left breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel implants, catalog # 3504001bc, s/ns (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Correction: on 8/23/2018, mentor became aware that the patient¿s age from the report dated 8/6/2018 was incorrect. The correct patient¿s age is (B)(6). Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 350cc and experienced deflation on the left breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel implants, catalog # 3504001bc, s/ns (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. White and brown material were observed within the device. White and brown material were observed on shell surface. During evaluation, a rent measuring approximately 0.3 cm was observed within a siltex cracking area on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage.. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).